Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin was not exiting. The customer needed assistance getting the insulin out of the reservoir. Customer's blood glucose level was 126 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion test and no occlusions were noted.